Event description:
A malfunction with code "malf 24" was reported, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use multiple daily injections as backup therapy and a replacement pump with updated software was sent to them. The customer was also guided on how to manage the sensor and store the pump, with instructions to return the faulty pump within 10 days using a pre-paid label.